Manufacturer narrative:
Additional information: d9, h3, h6, h11 . H11: the device was received for evaluation. During functional testing , 'does not detect door latched' was reproduced. A review of the event history log revealed "door jammed" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper auxiliary. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump did not detect door latched. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.